Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the device changed out; this right atrial (ra) lead was found out to have physical damage in the insulation. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The polyurethane tubing was torn-apart. Linear marks observed at the damaged site, possibly from tool. The cathode coil stretched; anode coil was fractured. Evidence showed damaged coils most likely occurred after the stylet was inserted into the lead because the stylet would not have been able to pass through if deform/fracture had already existed due to reduce in inner diameter of lumen. Laboratory analysis confirmed reported allegation.